Manufacturer narrative:
The device has been returned for analysis; however, the analysis has not yet been completed. (B)(4). Information regarding patient age, gender and weight could not be obtained. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during coil embolization of an unspecified target site, the orbit coil (638mf0410/16011499) could not be advanced within the unspecified microcatheter, and it was necessary to remove the microcatheter with the coil. They withdrew the coil, and it was found to be stretched. It was reported that the coil had stretched during advancement through the microcatheter. The coil had not separated or prematurely detached. A new coil was used to complete the procedure. The coil had not exited the distal end of the microcatheter into the patient. The microcatheter had not been re-shaped and did not appear damaged. A continuous flush had been maintained through the microcatheter. There was no report of patient injury or a clinically significant delay in the procedure.

Manufacturer narrative:
Conclusion: as reported by a healthcare professional, during coil embolization of an unspecified target site, the orbit coil (638mf0410/16011499) could not be advanced within the unspecified microcatheter, and it was necessary to remove the microcatheter with the coil. They withdrew the coil, and it was found to be stretched. It was reported that the coil had stretched during advancement through the microcatheter. The coil had not separated or prematurely detached. A new coil was used to complete the procedure. The coil had not exited the distal end of the microcatheter into the patient. The microcatheter had not been re-shaped and did not appear damaged. A continuous flush had been maintained through the microcatheter. There was no report of patient injury or a clinically significant delay in the procedure. Information regarding patient age, gender and weight could not be obtained. A non-sterile orbit mini complex fill was received coiled inside of a plastic bag. The hypotube was inspected, and no damages were noted on it. The introducer was found zipped without damage. The support coil, gripper and the embolic coil were found inside of the introducer. The embolic coil and gripper were inspected under microscope, and no damages were noted. The od from the delivery tube was measured, and was found within specification. A lab sample microcatheter was flushed using a lab sample syringe. The received device was introduced into the lab sample microcatheter, and it advance smoothly until the microcatheter distal tip without any difficulty. A review of the manufacturing documentation associated with this lot 16011499 presented no issues during the manufacturing process that can be related to the reported complaint. The resistance between the coil and microcatheter and the coil stretching were not confirmed. No product damage was found during visual and microscopic analysis of the returned device, and the device passed functional testing. The root cause of the issue reported by the customer could not be determined. Neither the analysis nor the DHR suggest that the failure reported by the costumer could be related to the manufacturing process; therefore, no corrective actions will be taken at this time.